Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. Data logs were reviewed which showed pump ran without issue during support. No positioning alarm was triggered during support. Product was not returned for review. Based on clinical description and data review, the root cause of positioning issue was most likely use related. The root cause of access site bleeding was most likely patient condition. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Us complainant reported the patient was on impella cp support and during support, there was positioning issues. The pump was shallow and the pigtail was pointed toward papillary muscle. The patient had hematuria in the foley, but labs were not hemolyzing. Lactate dehydrogenase was rising. Additionally, the patient had a hematoma. The pump was removed due to the positioning issues and the hematoma. The patient was escalated to an impella 5.5 and survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿